Manufacturer narrative:
Corrected data:d6 - date of implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Additionally, patient received stimulation outside the target pain area. Diagnostics revealed high impedances. No anomalies were seen on x-rays. In turn, surgical intervention may take place at a later date to address the issue.